Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module audio / video (pmav) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmav was analyzed and found to have a component issue due to an electrical and fiberoptic defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the field service engineer (fse) reported a 307 error on the pmav. Isi followed up with the initial reporter and obtained the following additional information: no port placement yet. Procedure completed with other system vsc.